Event description:
It was reported that the patient was presented to the ER with complaints of dizziness and reduced pace rates. The device was non-responsive to interrogation attempts, there was no response to the magnet test and no audible alerts heard. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.